Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The reported issue occurred during the pre operational check. After the ventilator was powered on, an ¿air compressor failure¿ alarm was displayed. No patient was involved. A backup machine was used instead, and subsequently the hospital handed the device over to a third-party maintenance company for repair. The malfunction in this event was an alarm caused by issues within the air compressor's (ventilair ii) pneumatic system. The ventilator itself operated and functioned normally without any issues. At the time of the event, the required air compressor maintenance at 5,000 operating hours had not been performed.

Event description:
The following was reported to hamilton medical ag: the ventilator interface gave an alarm prompt of "air compressor failure". No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). At the time of completing this report, the serial number was not available; therefore, the 'primary unique device identification (UDI) number' field was left blank. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation, the ventilator interface gave an alarm prompt of "air compressor failure". No harm to the patient was reported.